Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer,

Event description:
The patient had a large seroma and a weird rash over the pump pocket approximately 6 months prior to this report. A revision was going to be performed. The revision was unrelated to the rash. The pump was being moved because it had been implanted directly under the patient¿s iliac crest and was very uncomfortable. The patient information, device information, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the cause of the event was the surgeon implant. The event could be attributed to the surgeon. The seroma had continued, and the healthcare provider (hcp) planned on moving the pump location. The patient had not recovered, and their symptoms/issue was ongoing.